Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to vaginal vault prolapse/enterocele and rectocele. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal rectocele repair, vaginal and abdominal enterocele repair, burch urethropexy, cystoscopy, and indigo carmine IV dye test due to pelvic organ prolapsed. It was reported that following insertion the patient experienced pain, urinary problems, organ perforation. It was reported that patient underwent mesh explant on (B)(6) 2013. No additional information was provided.